Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. The customer changed the infusion set and reservoir and was unable to prime. Blood glucose value is unknown. The customer confirmed she could hear beeps during prime. She was advised to continue to hold the act button until numbers appeared on screen. The customer kept holding the button and was able to advance to the next screen after priming. The customer declined to further troubleshoot. The insulin pump was not replaced or returned for analysis.